Event description:
It was reported that (1) device was used during a colon resection. It was reported by the rep that during the procedure, the surgeon divided the sigmoid colon with the tlc55 device. After several minutes and very little manipulation of the divided colon, the surgeon noticed both "stapled" ends of the colon were leaking and patent. The surgeon hand sewed both ends of the bowel and completed their procedure. There was an extended or time. The device was discarded.